Event description:
Primary IV tubing, lot# r24h22079 came apart where it goes into the 2nd luer lock during kcl infusion. Patient noticed it and brought to rn's attention. Infusion was stopped, tubing was changed, and patient completed infusion uneventfully.